Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: vitamin d and celexa. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (oophorectomy (unilateral),hysterectomy(full)/salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of removal: (B)(6) 2013(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs and mr received. Reporter information added. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea(cramping) added. Insertion date updated. Rcc note added. Incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/migration') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition: ovarian cyst, surgery (other) type of surgery: ovarian cystostomy,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and depression. Previously administered products included for an unreported indication: lisinopril, vitamin d and celexa. Concomitant products included celecoxib (celexa), lisinopril and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("lower pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy (bilateral),hysterectomy(full)/salpingectomy (bilateral removal of fallopian tubes) and ovarian cystostomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation and ovarian cyst outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of removal: (B)(6) 2013(as per mr) plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, lower pelvic pain. Discrepancy noted in date of insertion: (B)(6) 2013 (as per pif), and date of removal: (B)(6) 2013 (as per pif). Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: -results not provided.. Imaging procedure - on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: pfs received: event: 'reproductive system disorder or condition type of disorder or condition: ovarian cyst, surgery (other) type of surgery: ovarian cystostomy', lab data, concomitant drugs, patient demographic were added. Onset date of events: lower pelvic pain, abnormal bleeding(vaginal), menorrhagia, dysmenorrhea were updated. Outcome of event 'dysmenorrhea' was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: vitamin d and celexa. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (oophorectomy (unilateral),hysterectomy(full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of removal: (B)(6) 2013(as per mr) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and depression. Previously administered products included for an unreported indication: lisinopril, vitamin d and celexa. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("lower pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (oophorectomy (bilateral),hysterectomy(full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain had resolved. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of removal: (B)(6) 2013(as per mr) plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, lower pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2021: pfs received. Event: lower pelvic pain added. Medical history, historical drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and depression. Previously administered products included for an unreported indication: lisinopril, vitamin d and celexa. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("lower pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy (bilateral),hysterectomy(full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of removal: (B)(6) 2013 (as per mr) plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, lower pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: pfs received : outcome of event "abnormal bleeding (menorrhagia), abnormal bleeding (vaginal)" updated to "recovered / resolved" and event onset date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy (unilateral),hysterectomy. (Partial). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury nos was replaced with events from pfs: perforation : uterus/migration. Essure removal date and removal procedure were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.